Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient who¿s also an hcp reported being injected off label in the chin with 1/3 syringe of juvéderm® ultra plus xc and on the last injection, it was severely painful and followed by mottled skin, bruising. ¿they have infused some helene¿s.¿ the patient additionally reported, ¿after driving home, the patient felt eye/temple pain followed by ear/jaw pain.¿ the patient self-treated them selves with ¿1000mg of tylenol and 600mg of advil¿ but did not relieve the symptoms. Later that evening, the patient had significant bruising/discoloration in their chin area and noted delayed capillary refill. Approximately one hour later, the injecting hcp treated the patient with 7 vials of hyaluronidase. The following day, the patient was retreated with 5 vials of hyaluronidase. The patient is currently only experiencing pain when swallowing.